Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to t-wave oversensing. The physician suspected the patient had a rate dependent bundle branch block. Boston scientific technical services (ts) discussed programming options. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to t-wave oversensing. The physician suspected the patient had a rate dependent bundle branch block. Boston scientific technical services (ts) discussed programming options. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported. It was reported that the device was later explanted as part of a system upgrade to a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. The product has been received for analysis.